Manufacturer narrative:
A getinge field service engineer (fse) unable to duplicate failure, no errors in error log. Complete cs300 pm to factory specifications. Device passed all functional and safety tests according to factory specifications.device was returned to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has an air leak alarm.